Manufacturer narrative:
(B)(4). MDR 8040412-2017-00138 was submitted in error. This device is not sold in the USA.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The urinary catheter was not collecting urine anymore while the bladder is full and despite multiple vesical washes. The patient was very agitated and she had 350 cc of urine to evacuate. Insertion of another transurethral urinary catheter was performed. There was no patient injury.